Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair site for evaluation and the customer's allegation was confirmed. The evaluation also identified the connector tip was smashed. The most probable cause of the complaint is component failure, which is expected or random without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a yellow tint when the light cord is attached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a yellow tint when the light cord is attached. There was no patient involvement.